Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic and will continue to be monitored.